Event description:
A malfunction was reported on the pump, but no notable events occurred prior to it. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information necessary to reset the pump and assisted the caller with the reset process, after which the malfunction did not recur. The customer was advised to continue using the pump and contact support if the issue arises again.